Event description:
It was reported that the device was used during a cholecystectomy. It was reported by the rep that the instrument would not fire on the 2nd attempt. Surgeon is unk. There was no pt consequence.